Event description:
It was reported that (B)(6) male patient underwent a percutaneous coronary intervention procedure on (B)(6) 2014. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed presence of pvd/calcium and the vessel size to be >5.5 mm. Following the procedure, the physician selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the balloon held pressure during prep. The device was deployed correctly and per the IFU. During the deployment, as the physician was pushing button #2, the balloon lost pressure and it was pulled through before the button could be completely depressed. Hemostasis was not achieved and pressure was held for 45 minutes. There was no hematoma noted and the patient was not hospitalized.

Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in balloon, approximately 2.5 mm from the balloon neck. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Pvd or the presence of calcification at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure. The review of the lhr (lot f1335004) indicated that the device lot met all established performance criteria prior to shipment.